Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. There was no impact to the user's blood glucose level. The user successfully primed the tubing to remove the bubble and resumed insulin delivery.